Manufacturer narrative:
The qc and calibration were passing at the time of the event. This indicates that a general reagent issue is not likely. In the alarm trace report, some abnormal aspiration errors were noted. The investigation determined that the root cause is consistent with improper sample handling and/or contamination with erythrocytes, leading to elevated lactate dehydrogenase results. There is no product issue found.

Event description:
There was an allegation of a questionable lactate dehydrogenase acc. Ifcc ver.2 result from the cobas c 303 analytical unit for one patient. The initial result on a c501 instrument was 192 u/l. The following were repeat results on the c303 instrument: the first repeat result was 932 u/l. The second repeat result was 584 u/l. The third repeat result was 569 u/l. On (B)(6) 2025, the fourth repeat result was 196 u/l. On (B)(6) 2025, the fifth repeat result was 201 u/l. On (B)(6) 2025, the sixth repeat result with a dilution of 1:2 was 103 u/l.

Manufacturer narrative:
The cobas c 303 analytical unit serial number is (B)(6). The investigation is ongoing.